Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. Concomitant medical products: lnq11 cardiac monitor, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short longevity was indicated on a recently implanted implantable pulse generator (ipg). The longevity estimator will recover in the next few weeks. The device remains in use. No patient complications have been reported as a result of this event.